Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Reportedly, elevated blood glucose levels are possibly due to heat, the customer drinking iced tea, and the pump settings needing to be adjusted. Customer delivered a bolus to stabilize blood glucose levels. The cartridge and insulin have been in use for 24 hours past labeling. Customer is working with their health care professional on adjusting pump settings.